Event description:
Two IV tubings popped. Rn was prepping one tubing today, (B)(6) 2013 and it started leaking on the bubble that goes inside the actual infusion pump. It never got attached to the patient, planned for chemotherapy. She caught it before anything happened. Patient last week was receiving a venofer infusion and the tubing started leaking from the same bubble while it was infusing. I caught it early nothing happened.